Event description:
Baxter product surveillance received notification of an event from the international affiliate on 12/21/2006. This is a spontaneous case received by int'l affiliate from an ambulance via a sales representative in 2006. This case refers to a male patient on the extended life transfer set (lot#h04e13081) despite a closed twist clamp. No medical consequences were reported. No antibiotics were administered. New information received on january 01, 2007 from nurse: patient took notice, that circa 14 days before a routine visit in the ambulance (time-frame about 13 days in 2006) twist-on connecting device became leaky. Dialysis solution was found on the home patient¿s (hp¿s) clothing. Lot h04e13081 was in use for an approx four months. All events occurred in the apartment of the patient, hp retold the event in 2006 in the ambulance.

Manufacturer narrative:
Initial action taken: damaged catheter elongation was removed. New catheter elongation was sterile connected. When the damaged twist-on connecting device was geld against light, it showed a small outlet while it were closed. Patient passed away in 2006 in another hospital during heart surgery. Should additional information become available a follow-up report will be sent.